Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. The stent was pushed together on the balloon during placement in the stenosis.

Manufacturer narrative:
Combination product: yes, the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent does not comply anymore with the specification. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.